Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device would not control the patient's temperature. A functional check showed t4 temperature at 6 degrees. However, when manual mode was engaged for a water target of 4 degrees, t1 and t2 remained around 20c. Per troubleshooting, it was noted that this was indicative of a mixing pump failure.